Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, on isolated gastric tissue, the device had poor staple formation and had incomplete staple line distally. The staple line was fixed by hand suturing. They replaced the device with a new one to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, on isolated gastric tissue, the device had poor staple formation and had incomplete staple line distally. The staple line was fixed by hand suturing. They replaced the device with a new one to complete the case.